Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On december 04th, 2019, senseonics was made aware of an incident where the physician was unable to remove the sensor on the first attempt made.

Manufacturer narrative:
Despite of multiple follow up attempts the patient has not been responsive to the attempts made for removal appointment. B3 date of event is estimated as (B)(6)2019 ,as it was mentioned in case notes that removal attempt in april or may was unsucessful. H6 results code updated to 3221. H6 conclusion code updated to 4311.